Manufacturer narrative:
D10: (B)(6) 02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mm. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-010-01-0225 - logic femoral ps cem left sz 2.5. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01279, 1038671-2024-04612. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 126 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain, osteolysis with loosening of her left total knee replacement. Revision surgery operative notes were provided and noted osteolysis, the polyethylene insert with oxidation and wear/breakage and loosening of tibial and femoral components. Patellar component was inspected, it was well fixed and well positioned without any significant wear and therefore was retained. The patient was revised to a competitor's components. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.